Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a rough sheath shaft issue occurred. It was reported that the distal shaft of the vizigo¿ sheath has a wrinkle or kink that does not let it cross the septum. The sheath was not being used on the patient. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was returned to biosense webster inc. For evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the shaft was kinked/bent. A device history record review was performed for the finished device 00001626 number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review, it was determined that a more suitable medical device problem code is material twisted / bent (a040609). Therefore, the h6 medical device problem code field has been updated. The complaint has been reassessed and this event is no longer considered to be MDR reportable. However, since this event has already been reported to FDA, the results of the investigational analysis has been included on this report.